Manufacturer narrative:
Onsite investigation of the involved devices was conducted by a spacelabs field service engineer confirmed that the equipment performed to specifications. The investigation was witnessed by a hospital representative. The retrospective patient database was sent to spacelabs for evaluation. Spacelabs will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 at 9:00 a.m. An 8 beat run of ventricular tachycardia (vtach) did not alarm at the telemetry central station. The alarm was captured in the retrospective database. No one was injured as a result of this event.

Manufacturer narrative:
A spacelabs field service engineer was on-site and tested the product in accordance with the requirements in the service manual. The device passed all tests. By design, this device is not intended to generated the vtach alarm that the customer reported. Spacelabs advised the customer of the devices capabilities and made configuration recommendation on alarm functionality to the clinic. This investigation is considered complete and the issue closed.